Event description:
It was reported that during a urinary biopsy procedure, the device allegedly self-activated at the second attempt. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one maxcore disposable core biopsy instrument was returned for evaluation. Upon visual evaluation, no visual anomalies were noted to the device. Upon functional testing, the top slide was able to lock into place. The bottom slide was then pushed into the device and was also able to lock into place. A drop test was performed using a drop test apparatus with the top slide locked in place. After the sample was released, it did not self-activate. The device was further tested by cocking and firing the device 3 times in a chicken breast with each trigger, for a total of 6 tests. The device was able to prime and fire properly. All 6 samples were obtained with no issues. There were no other anomalies found. Based on the findings, the investigation is unconfirmed for the reported self activation issue as the device was properly working under laboratory conditions. A definitive root cause for the reported self activation issue could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a kidney biopsy procedure, the device allegedly self-activated at the second attempt. The procedure was completed using another device. There was no reported patient injury.